Event description:
The customer reported a ventilator gave a proximal pressure autozero failure alarm. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The complaint was duplicated at start up in the biomed shop. Code 110a was verified in the event log. Visual inspection of the da pcba and connectors revealed no issue. The rse advised the customer that they may need to replace the data acquisition (da) printed circuit board assembly (pcba), and solenoids 3 and 4. The customer was provided with the part numbers of the recommended parts. The customer is taking responsibility to correct or repair the device.

Manufacturer narrative:
Further information regarding the repair was requested from the customer, and no response was received from the customer. It is unknown if any repairs have occurred.